Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform basic occlusion and occlusion tests due to loose drive support disk. The insulin pump had missing end cap sticker, cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.